Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon inserted a 12.6mm vticmo12.6 implantable collamer lens, -16.00/+1.5/094 diopter, in the patient's right eye on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on product. Visual inspection found the optic torn. Dimensional inspection found lens was within specification. Work order search: no similar complaints were reported for units within the same lot. Device was returned and evaluated. (B)(4).